Event description:
Customer reported a past high blood glucose (bg) event with the highest level displayed as "high," but the specific value was unknown. Cause was not known. Customer took corrective actions by administering a correction bolus via pump and manual insulin injection.